Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01708 was sent in error; it was a duplicate complaint. The report of serious injury, medical intervention, or reportable device malfunction has been sent in another report. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that upon opening packaging of the bd preset¿ eclipse¿ with safety needle, it was found that the needle had no scale markings. Needle was not used so there was no negative impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon opening packaging of the bd preset¿ eclipse¿ with safety needle, it was found that the needle had no scale markings. Needle was not used so there was no negative impact to to patient or user.